Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a neurosurgery procedure, the patient received a 5cm second degree burn at the pad site on the right calf. Cream was applied to treat the burn.

Manufacturer narrative:
Additional information:evaluation summary: the device was not returned, but a picture was provided by the customer for analysis. Examination of the picture could not identify a potentially contributing device defect to the reported issue. The device had been used in the treatment or diagnosis of a patient. The picture showed a red area on the patient skin, as well as a portion of the return electrode. The electrode appeared to be completely covered with polyhesive gel. The investigation did not identify any defects with the parts of the (B)(4) return electrode shown in the photograph. If information is provided in the future, a supplemental report will be issued.